Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed a different device. No complications were reported and the patient's status was good.